Manufacturer narrative:
An event regarding a size/fit issue involving a ceramic head was reported. The event was not confirmed. Method & results: device evaluation and results: metal transfer marks were identified on the articulating surface and taper of the ceramic head. The device was otherwise unremarkable. A dimensional inspection was performed, all features measured conformed to the required specifications. There was no evidence of a dimensional issue. A functional inspection was performed no issues were identified. Medical records received and evaluation: a medical review was not performed because no information was provided. Device history review: a review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: a review indicated there have been no other similar events for the reported lot. Conclusions: a dimensional and inspection was performed on the returned device, all features conformed to the required specifications. A functional inspection was performed no issues were identified. No further investigation is required at this time. If further relevant information becomes available this investigation will be re-opened.

Event description:
The customer reported that the head could not be attached to the stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the head could not be attached to the stem.